Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the med application was not launching. Reimaged station, configured date and time to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped communicating, displaying a notice, device not communicating and the download has stopped. Customer added that the issue occurred prior to the procedure and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped communicating, displaying a notice, device not communicating and the download has stopped. Customer added that the issue occurred prior to the procedure and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, e3, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-feb-2022 to 16- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application was not launching. The field service engineer reimaged the station, configured date and time, installed bracket on station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.